Manufacturer narrative:
A partial lead measuring 11.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6, h10. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that lead fracture was observed on the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high, out of range, high voltage lead impedance was observed on the right ventricular (rv) lead. The out of range measurement was reproducible. Programming changes were made. Lead revision was scheduled. The patient was stable and would be discharged with a life vest.